Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity, liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 01/13/2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney disease/toxicity and liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box a: patient identifier was incorrectly captured in previous report, and it was corrected in this report. In box e: initial reporter details were incorrectly captured in previous report, and it was corrected in this report. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.